Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced chest pain and shortness of breath (sob). The patient was told that the patient's lead was frayed. Further, the patient received a cardioversion for fast rhythm. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.